Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported incomplete graft or middle section was not able to harvest and the event occurred during surgery. It was reported that patient harm and surgical delay reported.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome on february 21, 2018 revealed that the calibration was within specifications. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on february 21, 2018 which included replacement of the bearings, control bar, ball detent, thickness lever, and calibration shaft so the calibration settings are tighter. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device was within specification and functioned as intended. The root cause of the device taking incomplete grafts cannot be specifically determined with the provided information since the device functioned as intended during initial inspection. The repair components were replaced to make the calibration settings tighter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.